Manufacturer narrative:
The customer¿s reported problem was confirmed.

Event description:
It was reported that the device received error code 571.6241. No patient involvement was noted.

Manufacturer narrative:
The customer¿s reported problem was confirmed.

Event description:
It was reported that the device received error code 571.6241. No patient involvement was noted.